Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level first occurrence 450 mg/dl some other occurrence 380 mg/dl and 400 mg/dl. Customer treated with manual injections and the insulin pump. Customer was trying to be in auto mode but was getting kicked out due to high blood glucose. Customer declined troubleshooting for high blood glucose. Customer reported that the insulin pump had no delivery alarm. Customer reported that the alarm did not occur during fill tubing. Customer reported that the event was resolved by changing complete set. The insulin pump will not be returned for analysis.